Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a chemo leak at the connection of the secondary set. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leak at the connection of the secondary set was not confirmed. Visual inspection revealed no obvious damage. The set's texium luer was manually connected to a lab test set; no leaks occurred during repeated gravity functional testing. The configuration was tested with the set loaded into a lab infusion pump for multiple test infusions; no leak or any issues were observed, and likewise no leaking occurred when the setup was pressure tested. The root cause of the reported leak at the connection of the secondary set was not identified.